Manufacturer narrative:
Initial.

Event description:
It was reported that the patient attempted to use a freestyle libre 3 plus sensor with the third-party libre app, which prevented connection to the ilet system until a new sensor was applied and set up through the ilet app, after which the sensor warmed up and functioned as expected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and no applicable device component issue, with the event attributed to an improper setup procedure that created an interoperability and usage problem between the sensor and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error.